Event description:
This case was reported by a lawyer via a legal claim and described the occurence of neuropathy in a female pt (B)(6) who received super poligrip (formulation unk) and fixodent (formulation unk) for denture adhesion. A physician or other health care professional has not verified this report. The pt used zinc-containing formulations of super poligrip and fixodent. On an unk date, the pt started super poligrip and fixodent (dental). In 2009, at an unk time after starting super poligrip and fixodent, the pt was diagnosed with neuropathy. The claim stated "plaintiff avers that when fixodent and super poligrip denture adhesive products that are known to contain zinc are foreseeably swallowed and/or otherwise exposed to the user's gastrointestinal tract, zinc in excess amounts is absorbed in the body's tissues, upsetting mineral homeostasis and resulting in depleted results in the development of, inter alia, a constellation of neurological symptoms generally referred to as neuropathy and other complications. By the time these symptoms are noticed and eventually connected to excess zinc and copper depletion, permanent neurological and other physical injury has already been suffered by the user." This case was assessed as medically serious by gsk. Treatment with super poligrip and fixodent was discontinued. At the time of reporting, the events were unresolved.

Manufacturer narrative:
The MFR's report number for this case is 9681138-2010-00109. Super poligrip is manufactured in (B)(4), and neither to product nor lot # for this product is available. (B)(4).